Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the trilogy evo, international rental device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, international rental device at the manufacturer's service center, the customer's allegation was not duplicated, however an error indicating the device's software detected a large pressure drop between the monitor and outlet pressure sensors was discovered in the device's event log. After conducting an internal inspection, contamination was confirmed in the air supply pathway. The device's system board, blower assembly, machine flow sensor, 3-way solenoid valve, and proportional valve were replaced to address the issue. Additionally, the device's low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual limb cup, filter cover, muffler assembly, blower chassis tubing fio2, low flow o2 tubing, air inlet foam filter, and particulate filter were replaced due to the contamination. The damaged usb extension cable was replaced due to being pinched. The technician performed a final test, battery check, valve check, run in tests and cleaning then confirmed that the device operated properly. Software was confirmed to be ver.1.06.10.00.